Event description:
During an orthopedic procedure the ppr35 staples were not forming properly. Half of the staples would form and the other half was not forming consistently. A second device was opened and the same thing occurred. A third device was opened to complete the case. There was no consequence to the patient.